Event description:
In 3/2002, the center reported intermittent lock while programming the pt. The external headpiece was exchanged however the problem remained. In 4/2002, the center reported that they were having a lock problem while trying to program the pt. External sound processors were exchanged however the problem was not resolved. In 5/2002, a co rep visited the center to perform device eval. At that time, testing performed confirmed that the device was not functioning.